Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a blood back with blood found in the pneumatic module assembly (pim). Although patient harm, serious injury or adverse event was not reported when initiating this complaint, it is unknown whether patient harm occurred as a result of this reported incident. Attempts are being made to confirm same.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and inspected the iabp unit, as well as of the assemblies and lines that could be contaminated by the blood back. The fse cleaned the affected areas and replaced the pneumatic module assembly. The fse also updated the software to b.17. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Communication/interviews (4111 / 3233): the customer noted that the intra-aortic balloon (iab) was removed during surgery and the surgeon had cut the iab all the way through before the iabp was shut off. This caused blood to get sucked back into the iab when deflated. The surgeon was aware that this happened. It was noted that the iab had not been filled with blood during patient use, only after removal of the device, while still in the patient's body.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event with blood found in the pneumatic module assembly (pim). No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and inspected the iabp unit, as well as of the assemblies and lines that could be contaminated by the blood back. The fse cleaned the affected areas and replaced the pneumatic module assembly (0997-00-1178). The fse also updated the software to b.17. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.